Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation (af) using a faradrive sheath air was pulled into the sheath. The sheath was prepared as normal; however, after the sheath was introduced into the groin aspiration was performed once and bubbles were seen to be drawn in through the sheath's valve. At this time the air was seen the dilator and guidewire were in place inside the sheath and irrigation was set up. The device was removed and replaced, and the new sheath was used to complete the procedure with no patient complications. The sheath is not expected to be returned as it was disposed of by the site.